Manufacturer narrative:
There was no motor error alarm noted and the insulin pump was unable to prime during the prime/compromised force sensor test due to moisture damage on the force sensor resistor. They were unable to perform the excessive no delivery test and occlusion test due to the prime/fill anomaly. The motor was tested outside the device and passed. The pump had a cracked reservoir tube lip, minor scratched lcd window, and a cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that she had a motor error alarm earlier today. Customer has been having high blood glucose lately. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for the high blood glucose.